Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported heart block occurred and the procedure was cancelled. During the procedure of watchman flx pro left atrial appendage closure (laac) versacross connect access solution was selected for use. During advancement of the trusteer sheath with versacross connect across the interatrial septum, the patient developed heart block. Medications were administered, after which the decision was made to abort the procedure. A temporary pacemaker was subsequently placed. The physician suspected that they may have hit a node causing the arrhythmia when advancing/dragging the trusteer sheath with versacross connect onto the septum. The patient was hospitalized from (B)(6) to (B)(6) and was discharged successfully.